Manufacturer narrative:
The technician found the bushings were worn on the brake block mechanism. Normal wear on mechanical parts is anticipated and inspection of these parts is included in the pm schedule to insure proper operation. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2009 and 2011-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the bushings to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brake pedal would lock, but would pop back up when the bed was moved. The bed was located in the maintenance shop. There was no pt or user injury reported. (B)(4).